Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found there was a misaligned sample/reagent probe, and the bead mixer was generating foam on the reagents.. He readjusted the probe and mixer, and he confirmed the analyzer was working within specifications. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable prolactin results from the cobas e411 rack analyzer. The initial result was 1025 uiu/ml. The repeat result was 378.3 uiu/ml.